Manufacturer narrative:
Complaint of detachment of device header was confirmed. As received, device was visually inspected, and header of the device was found to be cracked and separated from the can due to excessive force by the user. This is consistent with improper handling of the device header by user.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was using the artery forceps to remove the device and the device snapped off. The device was explanted successfully. The patient was in stable condition.